Event description:
It was reported that the patient passed away due to unknown causes. There was no allegation from a healthcare professional that the leadless pacemaker caused or contributed to the patient's death. No additional information is available.